Event description:
It was further reported the patient an in-clinic check a couple months later, once discharged from hospital and two remote transmissions. The reported shortness of breath, is not related to product performance issue, patient end stage renal disease (dialysis patient), with elevated optivol fluids since three years prior with a history of chronic obstructive pulmonary disease (copd). The ra lead continued to exhibit undersensing during af. The ra sensitivity was decreased and no af since decrease in ra sensitivity during af. No atrial therapies on. Patient noted to be anti-coagulable. Lv threshold was reprogrammed. The lv lead impedance trended upward to high values and stabilized. No additional action taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing resulting in inappropriate pacing and the device falsely classifying atrial tachycardia/atrial fibrillation (at/af) episodes as terminated. It was also reported that the left ventricular (lv) lead exhibited high, fluctuating impedances and high thresholds. It was noted that the patient experienced shortness of breath. The ra lead and the lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.